Event description:
Boston scientific received information that this chronic transvenous right atrial (ra) lead was surgically capped and abandoned due to pacing impedance measurements of greater than 2000 ohms, and high ra capture thresholds. No adverse patient effects were reported as a result of this observation.

Manufacturer narrative:
No additional information is available at this time. This event will be updated if any additional information is received. Additional information indicates that this surgically abandoned ra lead was believed to have been fractured, although an x-ray did not show any obvious signs of a lead fracture. This event will be updated if any additional information becomes available.